Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a neuron select catheter 5f (5f select). During the procedure, the physician advanced the catheter through the anatomy and reported that it became cracked at the hub. The 5f select was therefore removed and was no longer used in the procedure. The procedure was completed using another 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 5f select was kinked and twisted just distal to the ID band. Conclusions: evaluation of the returned 5f select revealed a kink just distal to the ID band. If the device is forcefully mishandled or advanced against resistance, damage such as this may occur. No other devices associated with the complaint were returned for evaluation. The cause of the initial resistance was unable to be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.